Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(4) 2011 explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(4) 2011 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the 0-7 lead had all impedances over 10000, however, no surgery was planned. The patient was happy with the current therapy and still had close to two years left of battery life. The cause of the high impedance was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 18-aug-2015, (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 18-aug-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during a routine check the system was interrogated and the 0-7 lead had impedances all over 10000. It was unknown what factors may have contributed to the issue as the patient did not notice any difference in therapy but did notice some inconsistency in charging time and energy consumption. The patient was using the lead in three of the programmed groups and was given two additional groups similar to the ones he was using but only on the 8-15 lead. The issue was resolved at the time of the report. Surgical intervention was planned for the broken lead but had not yet been scheduled. The indication for use was other. No patient symptoms reported.